Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the trial was a success, but with the ins they have had numerous leaks, "the urge," and "pressure leaks type thing." The patient noted that the leaks were very minimal, and when they sit they could feel it getting really moist. The patient added that they had been unable to completely empty their bladder. The patient was told to call manufacturer representative (rep) if they had problems and needed things adjusted. Agent reviewed programming considerations and the patient decided to increase stimulation. The patient felt stimulation in the expected area and confirmed the stimulation was comfortable. The patient will maintain stimulation level and continue to monitor symptoms. The patient has an appointment with their managing healthcare provider (hcp) in 3 weeks. The patient's ins (B)(6) was implanted 2 days ago and was not registered at the time of the call. Agent sent an email to prs to update the device record. No new information.